Event description:
It was reported that insulin gauge displayed amount different than expected, showing 0 units when customer expected 240 units after starting cartridge change earlier in the day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, and technical support explained that cartridge load process had been manually started but not completed for several hours, advised customer to call back for further troubleshooting if active fill estimate issue occurred again, and customer acknowledged understanding.